Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that the tip of the sternal saw was bent. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt.